Event description:
This is report 1 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. Patient outcome was not reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The occurrence date was unknown. A review of all batch record documents for potentially associated lot number h13a17015 with no issues noted during the manufacturing process. An exception was noted for the batch but does not indicate any issues related to the complaint. A review of all batch record documents for potentially associated lot numbers: h13c13028, h13b09028 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).